Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
The pump was alarming due to a critical motor stall and the ptm was showing an 8476 error code. The patient experienced lower back pain, underdose symptoms with return of pain/ less than 50% therapy relief, nausea and vomiting. There were no MRI¿s (magnetic resonance imaging) or trauma to the pump. On (B)(6) 2014, the pump showed a stall with recovery 16 hours later. An explant of the pump was planned. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver fentanyl and bupivacaine. It was later reported that a confirmed motor stall and motor stall recovery was recorded in the event logs. The healthcare provider verified that a motor stall occurred at 4 am on saturday ((B)(6) 2014) and the motor stall recovery occurred around 8:20 pm the same day. The pump was scheduled to be replaced. The patient was going to be managed with oral meds until replacement as the pump was programmed to minimum rate mode. The patient had "noticed back pain coming and going for a couple of weeks." The pump was replaced and will be returned when pathology releases it. The patient outcome was not reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported a motor stall occurred (B)(6) 2014 at 07:48 and motor stall recovery (B)(6) 2014 at 08:13; MRI.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication ¿ stall due to shaft/bearing.¿ there was corrosion present on gear wheel three. There was residue seen on the upper shaft of gear two. There was slight residue on the lower shaft of the rotor magnet; no definitive wear was noted. There was slight residue present in and around the bore of the rotor magnet¿s lower jewel. There was residue and wear present on the upper shaft of gear two; also noted slight residue present in the pinion. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.